Event description:
(B)(4). Initial info was received from a physician assistant on 22-apr-2008: this report addresses pt 4 of 4. A pt experienced lumps below the mandible after injection with poly-l-lactic acid [sculptra]. No further medical info was provided. Addendum for call back 23-apr-08: reporter returned call, no new info at that time.